Event description:
It was reported that during a veterinary procedure, prior to use, while removing the suture from the retainer, the 3 sutures from the same lot and another suture from different lot experienced needle detachment, described as the needle ¿popping off¿ from the suture. A different new suture from the same batch was used and worked effectively.

Manufacturer narrative:
D10 concomitant product: 8886623341, 8886 6233-41 maxon 3-0 grn 75cm v20x36 (lot# d5j3708y); 8886623341, 8886 6233-41 maxon 3-0 grn 75cm v20x36 (lot# d5j3708y); 8886623341, 8886 6233-41 maxon 3-0 grn 75cm v20x36 (lot# d5j3708y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.